Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system; model #: fg-5400-00m; serial #: (B)(4). Stockert 70 system; model #: 39d-76x; serial #: (B)(4). Cool flow pump; model #: m-5491-01; serial #: (B)(4). Pentaray nav catheter; model #: d128202; lot #: 15794522l. Cs catheter; model #: bd710df282rts; lot #: 16007620m. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
During atrial fibrillation (afib) procedure, it was reported the physician noted a pericardial effusion from echo. The ablation was stopped and a pericardiocentesis was performed. The patient was stable at the end of the pericardiocentesis. Additional information was requested however no further information was provided at this time.